Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had reached premature battery depletion due to high right ventricular (rv) lead thresholds as well as high rv sensing integrity counter (sic). The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.